Event description:
It was reported that the customer experienced issues with inserting the sensor properly. The customer stated that, when releasing the sensor, the needle with the plastic piece came out. The customer's blood glucose was 123 mg/dl. The customer also stated that the transmitter was not blinking when connected to the sensor. Troubleshooting was done. Advised to replace the sensor. The customer stated that the sensor was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.